Manufacturer narrative:
Qn#(B)(4). The complaint of "dented packaging-sterility uncompromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged. Per packaging engineering, the observed damage resulted from shipping damage where the back corner handle side of the packaging was crushed or impacted, damaging the tray. A device history record review was performed, and no relevant findings were identified. A corrective action is not required at this time as the packaging appears to have been damaged during shipping. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during incoming inspection it was observed that "staplers with damaged blister". No patient involvement.

Event description:
It was reported that during incoming inspection it was observed that "staplers with damaged blister". No patient involvement.

Manufacturer narrative:
(B)(4) ot.her remarks: n/a, corrected data: n/a.